Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ent450, pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as abdominal pain, nausea, vomiting, breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. The pod and its accessories, including the needle cap, contain small parts that may be dangerous if swallowed. Be careful to keep these small parts away from young children. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted for 24 hours, due to diabetic ketoacidosis (dka) acute kidney injury (aki) a chest infection, pneumonia and "high" blood glucose (bg) levels >27.8 mmol/l (>500 mg/dl) while wearing the pod on the arm between 24 and 36 hours. Multiple corrections were administered at home but the bg levels did not decrease. At the hospital, the patient was placed on an intravenous (IV) of insulin and prescribed 4 different antibiotics for treatment.